Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed on the device distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the foreign material could not be identified; however, the issue was likely the result of inefficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.